Manufacturer narrative:
Part of the fractured device was left in the patient but the rest of device is to be returned.

Event description:
It was reported that during rotation an aleutian an interbody fractured and part of the fractured implant was left in the patient. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that during rotation an aleutian an interbody fractured and part of the fractured implant was left in the patient. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.